Manufacturer narrative:
Clinical investigation: there is a potential temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of hernia. However, it is unknown if the hernia was pre-existing prior to the patient being initiated on pd therapy or if the hernia developed during pd therapy. Only 4.9% of pd patients develop hernia after the initiation of dialysis. Patients on pd therapy are at risk of developing a hernia for several reasons including increased stress on the muscles of the abdomen. It is unknown if pd therapy exacerbated the patient¿s hernia. There is no allegation of a device malfunction or deficiency causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the hernia. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a surgery on (B)(6) 2025 for a hernia. The hernia was approximately 3 inches above the patient¿s pd catheter. The doctor advised the patient not to use the liberty select cycler until (B)(6) 2025. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a surgery on (B)(6) 2025 for a hernia. The hernia was approximately 3 inches above the patient¿s pd catheter. The doctor advised the patient not to use the liberty select cycler until (B)(6) 2025. Attempts to obtain additional information were unsuccessful.